Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Damage to the catheter can occur if the device experiences excessive pressure during general handling prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook eclipse ttc wire guided balloon dilator. It was reported [the] user opened the package and detected the balloon broken, then changed to another same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
An emdr report was initially sent on 06/02/2022 based on the information that the balloon was broken. This was interpreted to be catheter damage that leaked in an unknown location in the body. Additional information was received that stated the balloon was intended to be used in pylorus and that inflation failed. Leakage in the pylorus is not considered a reportable event as it has not led to a serious injury or death. Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being sent to cancel the initial report submitted relating to this event. Please reference the additional manufacturer narrative notes section h.10 for this justification.